Manufacturer narrative:
Sc-1200, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
It was reported that the patient had a suspected infection at the ipg pocket and lead insertion incision. The patient underwent an full system explant procedure and is expected to fully recover. The explanted ipg and leads were discarded by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a suspected infection at the ipg pocket and lead insertion incision. The patient underwent an full system explant procedure and is expected to fully recover. The explanted ipg and leads were discarded by faciliy.